Event description:
This complaint is now reportable based on the analysis completed on 8/21/2006. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. However, the returned product confirmed that there was stent damage. A 3.0x24mm taxus liberte drug eluting stent was advanced toward the mid left anterior descending (lad), but it did not cross the lesion. The procedure was completed using another taxus liberte of the same size. There were no patient complications and the patient condition was reported as satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Visual examination of the returned device found a severe kink on the hypotube. The kink was located at approximately 29.7 centimeters distal to the strain relief. Microscopic examination of the crimped stent found distal stent damage, it was flared outwardly. Attempts were made to insert the recommended size guidewire, however, restrictions were noted due to the hypotube being kinked. The shop floor paperwork was reviewed for this particular batch of devices # 8559762 and no anomalies were noted from this review that could correlate to the difficulties that were experienced by the physician during the use of this product. This particular batch # 8559762 has one other associated complaint. The root cause of the reported complaint cannot be conclusively determined.